Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device is not returned.

Event description:
It was reported that the customer needs to correct the pump time every few weeks. Reportedly, the pump time falls approximately four minutes behind every two weeks. The day prior to the call, the customer had adjusted the pump time to the correct time. However, at the time of the call, the pump time was one minute behind. There was no impact to the customer's blood glucose level.